Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was filling infusion tube but was delivering very little insulin and was not alarming. Customer's blood glucose was 265 mg/dl. Customer called back and was advised that bolus history were recorded with the incorrect date. Time was reprogrammed, but customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was unable to download to carelink to verify radio frequency communication. Unable to download the insulin pump due to several history crc check failed alarms at the alarm history file due to a corrupted history file. The insulin pump was tested with a water fill reservoir and monitored for two days with a 2.0 u/hour basal rates, several bolus were programmed and delivered during this period. The insulin pump delivered properly all programmed bolus and basal profiles. The test reservoir units left matches properly to the units left in the insulin pump status screen noted lcd. No basal or bolus delivery anomaly noted. The insulin pump had minor scratched window, cracked case at the display window corners and cracked reservoir tube lip.